Event description:
The customer reported that they were having audio issues with their central station.the device was in use. Patient outcome is unknown.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a pic ix failed an audio alarm due to the selection of the wrong speaker output. One of the two speakers installed with the pic ix didn't sound the alarm tone because the speaker was chosen as an audio output. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The issue was resolved by changing the configuration to the display, but it is not known on how the reported issue occurred. Therefore, philips will considered this to be a malfunction of cause unknown.